Event description:
This patient was feeling poorly. A device check revealed high threshold measurements and cxr confirmed lead dislodgement. This patient is scheduled for a lead revision. Should additional information become available, this event will be updated.